Event description:
This lead was attempted, but not implanted, on (B)(6) 2011 due to high thresholds and diaphragmatic stimulation. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).